Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The 4mm x 20mm x 144cm coyote es mr balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres for 30 seconds. However, during the second inflation at 10 atmosheres for 30 seconds, the balloon ruptured with a vertical crack. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed damaged to the tip. There is a longitudinal tear 7mm from the tip and is approximately 15mm long. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. The 4mm x 20mm x 144cm coyote es mr balloon catheter was advanced for dilatation. The balloon was initially inflated at 6 atmospheres for 30 seconds. However, during the second inflatation at 10 atmosheres for 30 seconds, the balloon ruptured with a vertical crack.the procedure was completed with another of the same device. There were no patient complications reported.